Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of greater than 125 ohms. Upon review of device data, it was noted that the daily measurements for the competitive right ventricular (rv) lead shock impedance were stable around 60 ohms and then abruptly jumped to greater than 125 ohms. The field representative stated that upon interrogation the competitor rv lead pacing impedance measurement was within range and stable and there was no adverse patient effects due to the out of range shock impedance measurement. The field representative discussed the out of range measurements with the clinic nurse, however due to the patient's current health status a current action plan has not yet been put in place.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.